Event description:
It was reported that upon interrogation the ventricular lead exhibited greater than 2500 ohms impedance and loss of capture. The patient had been lost to followups for 2 yrs; no pacing and rates below 40 dating back to (B)(6) 2011 was stated by the patient's wife. The lead had fractured; the device was programmed to unipolar due to patient's underlying illnesses.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.